Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and failed. There is no share data log to review. The reported event of unrecoverable loss of antenna passed threshold and was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).